Event description:
Surgeon applied gomco and bell to infant and turned the clamp until tight. Surgeon concerned that something did not feel right so rather than make usual incision with the blade, made a small "nick". There was much blood indicating that the clamp had not caused hemostasis at which time surgeon removed the gomco and bell, held pressure until rn could get another 1.1 bell with a matching 1.1 ring. New ring placed on gomco and bell applied to infant and procedure completed without incidence. Approx 5 ml of blood loss due to bell (1.1) not matched with correct ring (package from centurion had a 1.3 ring in the 1.1 package).